Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.

Event description:
Literature information: huang qianghui, hu qiren, chen qi, et al. A comparative study of high-power short-duration and low-power long-duration ablation for atrial fibrillation. Jiangxi medical journal, 2023, 58(11): 1267¿1270+1285. A total of 182 patients who underwent hpsd or lpld radiofrequency ablation for atrial fibrillation at the second affiliated hospital of nanchang university from may 2019 to december 2020 were included. In the hpsd group, ablation was performed with a power of 50 w using an abbott tacticath quartz (tcq) catheter or 45 w using a johnson & johnson smarttouch (st) catheter. In the lpld group, ablation power was set at 30¿35 w. Complete bilateral pulmonary vein isolation (pvi) served as the procedural endpoint, and additional ablation beyond the pulmonary veins was performed at the discretion of the operator. The efficacy outcomes compared between the two groups included total procedure time, left atrial operation time, pvi time, single-shot isolation rate, pvi success rate, fluoroscopy time, and radiation dose. Safety outcomes included the incidence of steam pops (pop), pericardial tamponade, atrioesophageal fistula, pulmonary vein stenosis, and other complications, as well as clinical follow-up results. There was an event of a pericardial effusion that occurred during transseptal puncture requiring a pericardiocentesis.

Manufacturer narrative:
Additional information: g3, h2, h11. An event of a cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.